Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that they had hard time filling the reservoir with insulin. Customer's blood glucose was unknown mg/dl. The customer's father was walked through properly filling the reservoir using one of the already opened reservoirs and they were able to fill the reservoir with insulin. The customer's father was advised that we would send replacements and material to send back the reservoir in question.